Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
A patient underwent revision surgery to address two ozark screws which were noted to be fractured approximately three- months after implantation. This report captures the first of the two screws.

Manufacturer narrative:
Visual inspection: the devices were inspected by reviewing the associated radiographic images. Two images were provided that showed the condition of the construct one month postoperatively and three months postoperatively. Both images were taken laterally from the left side of the patient. As a result, the screws in the foreground were easy to review. However, the screws in the background were difficult to review because visibility was inhibited. Only one screw at the caudal level (c7) was able to be evaluated upon review of the radiographic images. In the first image, the screw appeared to be in good condition with no demonstrable signs of damage or malfunction. In the second image, a dark vertical line could be seen in the screw threading which indicates that screw fracture had occurred. Fracture appears to have occurred between the second and third thread (from the screw head). No signs of plastic deformation were identified which suggests that a brittle fracture failure mode had occurred. Review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Ozark view and guide surgical technique was reviewed and the following relevant information was identified: the screws are colored-coded by length and function (fixed versus variable). Fixed screws can be inserted ±2º and variable screws can be inserted ±15º, in any direction relative to the neutral angle of the screw hole. Screws are available in self-starting and self-tapping options; if tapping is required, the 10 mm tap may be inserted into the previously drilled screw holes to tap the vertebral bodies. The depth of the tap within the vertebral body will be restricted to up to 10 mm below the plate. Note; do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover. Note; fixed screws have a laser marked line on the head of the screw. Once the screw hole is prepared and the appropriately sized screw is selected, screws can be inserted into the plate using the size 10 tapered driver or the size 10 threaded driver. To use the size 10 tapered driver: the size 10 tapered driver has a tapered, self-retaining tip (stab-and-grab) to aid in the insertion of the screws. Attach the proximal end of the driver to the spin tap handle. Engage the stab-and-grab feature by inserting the driver into the screw. If preferred, the selected screw can be inserted into the vertebral body via the fast guide when using the guide plate. To use the size 10 threaded driver: the size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw. Note: the threaded driver must be used with the 12 in-lbs torque limiting handle. Note: the threaded driver will not work with the fast guide. It is not clear what caused the screw to fracture as no changes in the construct or patient anatomy were detected.

Event description:
A patient underwent revision surgery to address two ozark screws which were noted to be fractured approximately three-months after implantation. This report captures the first of the two screws.